Event description:
It was reported that the right ventricular lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the right ventricular lead impedance was falling. The physician replaced the lead prophylactically at the device change out procedure to prevent a future operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: kdr933, implantable pulse generator; 5076, implantable pacing lead. (B)(4).